Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve partially loaded within the capsule and the capsule partially opened. The handle was intact. There was a buckle to the proximal end of the capsule. The device was returned with the end cap/screw gear snap fit connected. There were bends to the stability shaft. Delamination was observed over the nitinol reinforcing frame from the distal end to the proximal end of the capsule. On retraction of the capsule via the rotation of the deployment knob, the valve deployed with resistance. The deployment knob retracted and advanced the capsule with resistance noted. The trigger moved to fully advanced and retracted positions with resistance noted and locked in place when released. The tip-retrieval mechanism was intact, with resistance noted when tested. The inner member shaft and spindle hub were intact with no evidence of damage. A valve could not be loaded due to the damage to the capsule following the buckle. The reported event for buckle could be confirmed in the analysis. The reported event for misload could be confirmed in the analysis due to the buckle forming, however a valve could not be loaded due to the damage to the capsule. Conclusion: an image of the capsule was provided for review, confirming a capsule buckle. Based on the investigation completed into capsule buckle events, there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. Capsule buckle occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. In this case, the reported difficulty loading may have contributed to the capsule buckle, however this could not be confirmed. The subject dcs was returned for analysis. There was a buckle to the proximal end of the valve, confirming the reported capsule damage. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after a misload has occurred. Bends were noted in the stability shaft of the device. The device was received coiled in a box, which may have caused the bends in the device. Resistance was noted when retracting or advancing the capsule. Resistance can be caused by a bend in the stability shaft, as noted in this case. No further damage was noted to the dcs. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. The device inst ructions for use (IFU) contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading. In addition, the IFU instructs to inspect the capsule visually and tactilely for a misloaded bioprosthesis. In this case, the reported misload may have been due to the loose locking collar of the compression loading system (cls). Per the IFU ¿once the catheter tip has been crossed, fully advance the locking collar to the distal end of the capsule guide tube until it is closed.¿ the locking collar may not have been fully closed, however this could not be confirmed. Updated: d9, h3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded according to the normal loading procedure. However, it was noted that the ¿locking stick¿ was slightly loose. At the end of loading, delivery catheter system (dcs) capsule damage was noted. A new valve and delivery catheter system (dcs) were used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5 - event description continuation of d10 concomitant device- l-evolutfx-2329; product type: 0195-heart valves additional codes - imf health impact medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that prior to the valve implant, no unusual resistance was felt while loading the valve. The "locking stick" was in reference to the locking collar on the compression loading system (cls) which was slightly loose. A misload was observed visually and no fluoroscopic check was performed. During the procedure, a 15 minute delay resulted from delivery catheter system (dcs) issue.